Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e: reporting institution phone #: (B)(6).

Event description:
It was reported the red alarm was not generated for an oxygen saturation below 80%. The customer indicated the patient was 'fine' but indicated the red alarm was missing. There was no medical intervention required. No additional information was provided; therefore, good faith efforts are being performed.